Event description:
During the repair of a lesion in the left superficial femoral artery, two balloons ruptured when they were used to pre-dilate the lesion. The patient was a male. The vessel was calcified. A 7 fr. Sheath was inserted using a femoral approach and the physician had some difficulty accessing the lesion with a guidewire. There was no difficulty crossing the lesion with the balloons used in the procedure. When pressure was applied to the first balloon (4205080l) with an indeflator, the balloon ruptured at its rated burst pressure (rpb). The physician carefully removed this balloon from the patient and another balloon (4205060l) was inserted and advanced over the guidewire, to the lesion. Upon inflation with an indeflator, this balloon ruptured at 15 atmospheres. The physician removed this balloon and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents the second of two products that were used in this procedure and is related to mfg. # 9610978-2006-00502 and 9610978-2006-00503.